Event description:
It was reported that an asymptomatic patient presented for ICD change-out for normal eri. During the procedure, externalized conductors were observed on the lead. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion was noted at 7.2-9.7cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted 10.8-11.1cm and 12.0-12.3cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the svc shock coil were noted at 17.5-17.6cm, 17.7-17.8cm, 22.6-22.7cm, and 22.8-23.2cm from the distal tip electrode. The etfe coating was intact at these locations. External insulation abrasion was noted at 10.3-11.2cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 19.5-21.1cm from the distal tip electrode. The etfe coating was abraded at these locations.